Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein ipg was replaced and relocated per physician's and patient's preference. No malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4).